Event description:
It was reported that the patient went to the emergency room after hearing a lead integrity alert due to high superior vena cava (svc) impedance which had marginally increased. Reprogramming was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).